Manufacturer narrative:
On (B)(6) 2016 01:39 pm (gmt-5:00) added by (B)(6) (B)(4): the device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. If its' provided we will send a supplemental report with additional findings. We continue to follow up with the customer for the return of the product.

Event description:
It was reported that the cardiopulmonary tubing pack leaked blood out of the exhaust port (gas out).